Manufacturer narrative:
Engineering reviewed the device memory. Episodes 189 and 190 show normal charge times. Episode 189 had good impedance measurements; episode 190 was aborted. Attempt 1 of episode 191 had a 45 second charge timeout with no shocks delivered. Attempt 2 also had long charge times, resulting in the device declaring explant indicator. The attempted shock resulted in a shorted lead alert. Subsequent shock attempts resulted in short charge times and also shorted lead alerts. The capacitor measurements show the device was charging up to the expected voltage, but the expected energy was not being delivered. The data indicates a device anomaly occurred resulting in delivery of less than the required shock energy. Historic lead impedances have been very stable, with the exception of a slight decrease in shock impedances beginning in (B)(6) 2017. Given the information in the device memory, a lead issue was less likely, though a device anomaly could potentially mask the lead condition. The device and sub-q array were not returned to boston scientific.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD), non-boston scientific right ventricular (rv) lead, and sub-q array passed away. Upon interrogating the ICD, a shorted lead condition was confirmed during shock delivery. Twenty total shocks were attempted. The device reached explant indicator and there was a charge timeout alert. The first twelve shocks successfully converted the ventricular fibrillation (vf) to sinus rhythm with measured shock impedances in the upper 30 ohm range. In the last episode, all eight shocks had less than 20 ohm impedances with the short circuit condition message and were ineffective. Therapy was exhausted in the final episode. That episode lasted over six minutes and showed a fine vf rhythm. Impedance trends show that shock impedances have decreased 20 ohms since (B)(6) 2017. Daily measurements also show a decrease in impedances from 55-60 down to 40 ohms or less. When the device was checked following these events, impedances were 41 ohms. The episodes lasted over 3-4 hours due to recurrent vf starting at 06:00 hours with the last episode stored at 10:00 hours. The patient was transferred from one hospital (B)(6) to another and was intubated, but alert when the field a boston scientific field representative interrogated the device. It was noted that the patient was later evaluated in the cath lab for a possible ischemic lesion, which was the cause for the vf. It was not known at that time if the device, rv lead, and sub-q array would be replaced at that time due to the patient¿s condition. Additional information was received that the patient passed away during an ischemic event later that evening. The device and sub-q array were not explanted and will not be returned.